Event description:
The customer reported that this unit's display no longer functions. There was no report of patient involvement.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.